Manufacturer narrative:
(B)(4). The device was discarded so no evaluation could be performed. A 510(k) number will not be provided in the MDR as the product code is unknown; should the product code be identified at a later date or if additional information becomes available, this information will be provided in a follow-up MDR.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm (air in set) during therapy on the homechoice. The home patient (hp) was connected at the time of the alarm. The hp reported that the spike came out of one of the bags. The hp will finish up with manual exchanges in the morning. Hp reported had already spoken with her renal nurse. Proper procedures per the user manual reviewed with the hp. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during therapy was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the supply bag became disconnected. The lot number is unknown, therefore a batch review was not performed. The labeling was found adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).